Event description:
Four days post deployment of a sapien valve, the patient had moderate paravalvular leak (pvl). Initially post procedure, the patient had trace pvl. The placement was considered within normal limits, but slightly canted (estimated 60 ventricular on one side and 60 aortic on the other). The patient was doing well initially; however 4 days post procedure the patient was showing hemodynamic symptoms of ai, so a tee was performed. Moderate pvl was noted, with a ¿big rock¿ of calcium where the jet was seen. One day later they post dilated the sapien valve with a little improvement, but not to the extent that the physicians wanted to leave it. They then placed vascular plugs to close the pvl. The patient¿s native annulus diameter was 25 mm. There was moderate to severe aortic root calcification and moderate aortic valve calcification with a large bulky leaflet. The image intensifier angle (iia) was considered good, and the coaxial alignment of the valve and delivery system was considered fair.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the exact cause of the increasing pvl post procedure cannot be confirmed. However, the canted position of the valve, in combination with the bulky leaflet calcification, likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.